Event description:
Customer contacted beckman coulter regarding erroneously low hemoglobin (hgb), platelet (plt), rbc, and wbc results from a single patient that were generated by the coulter ac.t fiff instrument. The hgb result was 5.1g/dl. The plt result was 86 x 10 to the third power cells/ul. The rbc result was 1.79 x 10 to the sixth power cells/ul. The wbc result was 4.9 x 10 to the third power cells/ul. The results were believed to be erroneous when higher results were obtained from the sample drawn and tested at the hospital on the next day. The results obtained at the hospital: the hgb result was 12.6g/dl. The plt result was 229 x 10 to the third power cells/ul. The rbc result was 4.33 x 10 to the sixth power cells/ul. The wbc result was 9.5 x 10 to the third power cells/ul. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.